Event description:
A report was received that a pt underwent a pocket revision due to the ipg having shifted around the pocket site. The physician tied down the ipg. The pt is reportedly doing well following the revision surgery.

Manufacturer narrative:
This is the final report.